Manufacturer narrative:
(B)(4).

Event description:
The freedom driver was not supporting a patient. The customer reported that the freedom driver exhibited a fault alarm during a system check after the hospital staff member inserted a second onboard battery into the driver. This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. In addition, it would not prevent the driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The freedom driver was not supporting a patient. The customer reported that the freedom driver exhibited a fault alarm during a system check after the hospital staff member inserted a second onboard battery into the driver. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external and internal components of the driver revealed no abnormalities. The driver in "as received" condition passed all required functional testing requirements, which included testing at nominal normotensive and hypertensive settings, with no anomalies or alarms. The customer-reported fault alarm was confirmed by the electronic record; however, the fault alarm could not be reproduced and there was no evidence of a device malfunction during failure investigation testing. The root cause of the customer-reported fault alarm could not be conclusively determined. However, based upon the fault code recorded in the electronic data, it is most likely that the onboard battery was not fully latched into place when inserted into the driver. In such instances, the onboard battery will continue to function properly, but intermittent communication errors can result in a fault alarm. This customer reported issue poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. In addition, it would not prevent the driver from performing its life-sustaining functions. The driver was serviced before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.